Event description:
It was reported that the right ventricular lead and the implantable cardioverter defibrillator exhibited oversensing noise. Both the lead and the device were explanted and replaced. Further information was requested however, was not provided.